Event description:
The pump was returned for investigation. Investigation revealed a scratched display lens. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the display lens was found to be scratched in multiple places, making the screen difficult to read. (B)(6).